Event description:
It was reported to our sales rep that the devices do not fit together. It is alleged that this occurred during surgery and that there was a replacement product available. The surgery was completed successfully with no delay.

Manufacturer narrative:
Na.